Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable infusion pump for malignant pain and "lung." It was reported that a couple of days prior to (B)(6) 2017 (believed to be friday (B)(6) 2017) a routine dye study was done and they were unable to aspirate the catheter via the catheter access port. It was reported that the patient's intrathecal dose was decreased 20% to possibly replace the catheter. With the decrease of 20% the patient did not do very well and had to go back on oral meds. About a week prior to (B)(6) 2017 the healthcare provider increased the intrathecal dose back up 20% and the patient was doing better. It was reported that since (B)(6) 2017 there have been small/significant volume discrepancies. One refill the expected reservoir volume (erv) was 3ml and the actual reservoir volume (arv) was 5ml. At another refill the erv was 4ml and the arv was 7ml. It was reported more volume is coming back and has been increased from refill to refill but the patient is asymptomatic at their normal intrathecal daily dose. At the latest refill the erv was 1ml or less and the arv was 4ml. No further complications were anticipated/re ported.

Manufacturer narrative:
Analysis found that the pump was over-infusing during dispense testing but could not determine the cause. Analysis of the partial catheter found no significant anomalies; the catheter was returned in segments and was found to be acceptable during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID 8709sc (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type catheter. Interrogation of the device revealed the pump had been programmed to deliver 2.5 mg/ml of dilaudid at 0.2998 mg/day; and 3.5 mg/ml of bupivacaine at 0.4198 mg/day, via simple continuous infusion mode. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) is only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer on november 22, 2017 with a note that the products were returned to the manufacturer for disposal.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.